Event description:
It was reported that the user experienced hypoglycemia with the lowest blood glucose of 66 mg/dl and subsequently observed hyperglycemia to 202 mg/dl; the user disconnected from the infusion site during the low and treated with oral glucose tablets. Symptoms included sweating, dizziness, and disorientation. Outcomes included no need for professional medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia was unclear and there were no device alerts or alarms reported. It was concluded that the event was user-reported hypoglycemia with unclear cause and that the device function related to alerting was not implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.